Manufacturer narrative:
A): the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unknown. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. G3): the elca device was returned for evaluation and was decontaminated 16oct2024. H3): visual inspection found missing epoxy and broken fibers (resulting in sharp edges) at the elca distal tip. H6): based on the device evaluation and investigation, this event has been determined to be use related. Inadequate flushing technique and patient condition (severely calcified target lesion) likely resulted in a lack of hydration at the treatment site, causing the damage observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a severely calcified lesion in the distal circumflex artery. A spectranetics elca coronary laser atherectomy catheter was used to treat the patient. During the procedure, the distal tip of the catheter appeared damaged, and use of the device was discontinued. Another 0.9mm catheter was used to successfully complete the procedure with no reported patient harm. Upon device evaluation 17oct2024, missing material and sharp edges were discovered at the elca distal tip. This report captures the elca with missing material and sharp edges at the distal tip, potential for harm.